Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 570mg/dl. The customer treated with insulin. Customer indicated that the high blood glucose may have been due to exercise. Customer indicated that their blood glucose value was 377mg/dl at the time of the call. Troubleshooting was declined by the customer and they indicated that they will possibly call their doctor. The insulin pump will not be returning for analysis.